Manufacturer narrative:
Setscrew loosening can not be identified on the rods. The fracture is orthogonal to the rod direction. The breakage occurred at the level of strongest bending stress of the rod. The fracture appearance presents almost a worn surface due to repetitive contacts between the two broken sections of the rod. No pre-existing defects have been identified on the implants that could be responsible of the rod breakage. The rod shows typical metal fatigue damaging due to overload applied on the spinal construct.

Event description:
It was reported that the patient underwent a spinal surgery with posterior hardware for a occipito-cervical stabilization from c0-c4 to correct c1/c2 morbus bechterew instability. 61 days post-op, the patient heard a crack in his neck. 63 days post-op, x-rays were taken in the hospital. The x-rays showed a broken rod between c1 and c2 on the right side, and a broken rod below c2 on the left side. The surgeon believes that the event occurred due to rotational movements in c1. A revision surgery was done to remove and replace the hardware.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete. A review of the device history records for this device did not reveal any non-conformances to specification or deviations in procedure which might contribute to the reported event.